Event description:
It was reported that bluetooth toggle was grayed out and cgm displayed error 42 when customer attempted to use sensor. There was no reported impact to the customer¿s blood glucose level. Technical support walked customer through pump reset, cgm error did not reappear, sensor session was successfully started, and customer was advised to call again if issue happened again.